Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent issues with the touch screen timing out sooner than expected while inputting information into the bolus menu. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resolved the issue by turning the screen on, re-entering the bolus menu, and completing the bolus request.